Event description:
The manufacturer received information alleging device is noisy. Strange odor coming from device.particles intubing/chamber,burning/smoke/electrical odor, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury.this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device is noisy. Strange odor coming from device. Particles intubing/chamber,burning/smoke/electrical odor, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected internal and external parts of the device and found dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, blower, blower box, p4 power connector. Liquid ingress was observed on the blower and blower box. Pil technician observed no odor coming from the device. The device did have a noise when powered up, possibly due to the liquid ingress in the blower. Manufacturer did observe dust/dirt contamination in the airpath, likely from a source external to the device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device. Section h9 was corrected and h6 has been updated in this report.

Manufacturer narrative:
Additional information was received on aug 07, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device is noisy. Strange odor coming from device, particles intubing/chamber, burning/smoke/electrical odor, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. Section e1 has been updated in this report.